Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead did not achieve the expected parameters and exhibited a high capture threshold at multiple implant positions. The ra lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were "lead did not achieve the expected parameters" and unacceptable threshold. A complete lead was returned in one piece. No lead anomalies were found. Visual and x-ray examinations of the lead found no anomalies.